Event description:
The user received erroneous results for several assays on approx 20-30 pt samples. Of the data provided, three results for bicarbonate were discrepant. All results are in mmol/l. All repeat testing was done manually on the other cobas analyzer serial #(B) (4). Sample 1, initial result was 38, repeat result was 23. Sample 2, initial result was 43, repeat result was 24. Sample 3, initial result was 36, repeat result was 23. None of the erroneous results were reported. The field service rep determined there was low water flow at tube #3 on the rinse mechanism. He adjusted the rinse mechanism water flow and replaced rinse tube #3. To verify the analyzer operation, he ran calibration and qc with acceptable results.